Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: the alarm was verified in the black box and history and duplicated during rewind. Unable to complete 24 hr test due to the alarm. Opened pump. Connected motor to 5 volt test fixture with no visible signs of movement. Unrelated to the complaint, the display was faded and pink.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.